Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: as returned, the hair could not be found on the implant. The remaining inventory of the complaint lot was distributed w/o any further reports of this kind. The packaging environment utilized for this product is a (B)(4) that undergoes continuous monitoring. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The lot specified was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Before each lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum and actual gamma dose in (B)(4). Therefore, it is highly unlikely that this device could have caused or contributed to pt harm. Eval: review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that a hair was discovered in the packaging.